Event description:
An endeavor resolute drug-eluting stent was been used to treat a lesion in the rca. The lesion was 90% stenosed. The device was inspected prior to use with no issues noted. The lesion was pre-dilated twice to 16atms for 12 and 10 seconds. The device was unable to cross the lesion. There was no patient injury reported. Evaluation summary: the device was returned to the manufacturing facility for evaluation. The stent was positioned between the marker bands as per specifications. The 1st proximal stent segment was raised and deformed. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).

Manufacturer narrative:
(B)(4). Results, conclusions: stent deformation. 90% stenosis.